Event description:
It was reported that after the patient was implanted, she was in a lot of pain and had to take dialudid every 10 minutes. When the patient got home, she was sick; she was throwing up and was running a fever. The patient went to the local emergency room (ER) where she was transferred back to the hospital where the device was implanted. The patient was admitted in the hospital for a week and was put on an IV of dialudid or morphine. It was 'assumed' that since the patient had a fever, she had an infection. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; (B)(4).